Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the bifurcation of distal posterior descending artery and posterolateral segment. A 2.25x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but device was unable to cross the lesion. The device was removed and predilation was performed with a 2.5x8mm nc emerge balloon catheter. When the device was reloaded back on the guidewire, the physician noticed that the stent strut was bent. The procedure was completed with a 2.25x12 synergy stent. No patient complications were reported and the patient's status was fine.